Manufacturer narrative:
This supplemental report is being submitted to provide corrections to d4 (lot#), section e and g4. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the rigid endoscope sheath ceramic head was broken during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely due to some kind of stress problem. The root cause could not be determined. Olympus will continue to monitor field performance for this device.